Manufacturer narrative:
H.6. Investigation: a complaint of catheter tip being brittle and breaking off along with discoloration was received from the customer. Samples were returned to aid in the investigation of this defect. Through functional testing, the catheter tip being brittle and breaking off could not be recreated. Discoloration on the tubing was observed, but this condition is normal effect of the manufacturing process. The provided photos are not the same material number as the one stated in the complaint. A device history record review was completed by our quality engineer team for provided lot number 0350221. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for the discoloration is from the heat of the laser used during manufacturing. Some discoloration is considered acceptable within product specification and does not effect the product. Complaint history reviews were completed. This is the first complaint for catheter tip integrity on material 383592 & batch 0350221. This is the first complaint for discolored on material 383592 & batch 0233041.

Event description:
It was reported that nexiva diffusics 20g x 1.00 in catheter tip broke off. The following information was provided by the initial reporter: material no: 383592 batch no: 0350221 and 0233041 it was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off. Verbatim: brown coloring around holes on diffusics catheter, catheter looks like it was burned during manufacturing, tip of catheter was brittle and broke off.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0350221, medical device expiration date: 2023-12-31, device manufacture date: (B)(6) 2021. Medical device lot #: 0233041, medical device expiration date: 2023-08-31, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 20g x 1.00 in catheter tip broke off. The following information was provided by the initial reporter: material no: 383592, batch no: 0350221 and 0233041. It was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off. Verbatim: brown coloring around holes on diffusics catheter, catheter looks like it was burned during manufacturing, tip of catheter was brittle and broke off.